Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump, which resulted in the pump shutting down. This shutdown caused the customer's blood glucose level to display "high," and they required assistance from the emergency room due to elevated blood glucose levels and ketone presence, which was identified as life-threatening by the healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and ketones. The customer administered a correction injection by manual insulin delivery as an immediate response. The customer was released from the ER on (B)(6) 2025 with no permanent damage. Technical support resolved the situation by arranging for a replacement pump with updated software to be sent to the customer, advising them on setup and storage procedures before returning the faulty pump.